Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "coagulation problem." Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the grip-crimp location at the distal end within the insulation. The instrument failed the electrical continuity test. The grip tips were manually manipulated and intermittently passed continuity. No sign of thermal damage was observed. The root cause of this failure is attributed to component failure. Additional observations not reported by site was that the instrument was found to have damage to the conductor wire¿s insulation. The instrument intermittently passed the electrical continuity test. The wires were not found to be exposed. The root cause of this failure is attributed to component failure. The instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. No pieces were missing. The root cause of this failure is attributed to mishandling/ misuse, such as excessive force applied to the distal end of the instrument. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). The instrument was on its last use. A review of the procedure log showed the site performed this radical without lymphadenectomy prostatectomy surgical procedure on (b)() 2022 via system serial# (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument was found to have the coagulation not working. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.